Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked battery tube threads and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, a piece missing from the reservoir ring. The blood glucose was 5.1 mmol/l at the time of the incident. The insulin pump will be returned for analysis.